Event description:
Customer stated that they had been receiving high results. The customer had fasting blood glucose lab comparison performed, the lab result was 95mg/dl and the customers device read 133mg/dl. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.